Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a blank display and got low battery. The customer¿s blood glucose level was unknown at the time of the incident. Customer mentioned that insulin pump had crack on pump case. The customer changed battery but the display did not return. Customer advised to the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.